Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (euphora).

Event description:
The physician intended use two solarice rx balloon catheters to treat a moderately tortuous, severely calcified, and 90% stenotic lesion in the distal rca. The lesion was not pre-dilated. Negative prep was not performed. The solarice devices were successfully removed from the packaging and inspected with no issues. It is reported that stylette removal difficulties were experienced. Both balloons failed to cross the lesion. Excessive force was used during delivery of the devices. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.